Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rescuenet retrieval net was used for food impaction in the esophagus/stomach during an endoscopy procedure performed on an unknown date. It was reported that during the procedure, the net was torn and got fully detached from the loop after capturing the foreign object. No issues were present upon opening the package. Reportedly, the detached piece was retrieved but it was unknown how it was retrieved. The procedure was completed with a different rescuenet. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable/fine.